Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained that when she turned the device on, she just sees a spinning flower. The hcp reported that the patient¿s husband thought it was just the battery. The hcp would like a manufacturer¿s representative to contact the patient and try to help. The hcp reported that he didn't know what the patient was referring to. The hcp reported that the patient noticed some increase in urinary leakage. Additional information received reported that the patient¿s battery was dead. The patient was instructed to have their battery replaced. The patient was implanted for sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.